Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission identified that the implantable cardioverter defibrillator (ICD) failed to deliver shocks for ventricular tachycardia (vt) which resolved on its own. The ICD exhibited competitive atrial pacing (cap) which triggered inappropriate automatic mode switch (ams). No changes or intervention was performed. The patient was in stable condition.